Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220; serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. Led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's "battery pack that they have to charge the battery is not working". The patient stated it was only blinking green light constantly for a couple weeks, and they were overdue for charging their ins. The patient stated they had charged the recharger, then tried charging the ins, but it was not doing anything, and it was dead. The patient mentioned that once a week they put it on the dock to recharge, and it usually had a green light, but since they were continuously seeing a flashing green light, they took it off the dock, and the blinking stopped, so they left it "to rest" for about a week, and encountered the same issue until now. The patient also mentioned they were not able to charge their battery (ins) for two weeks, and they were having problems. The patient noted they were having bladder leakage for probably almost a week now, and they couldn't control things. The patient was instructed to connect to the recharger app, but they were not able to get it connected. The patient was instructed to reset the recharger by holding down the power button on and off the dock, but they only saw the flashing green light. Troubleshooting did not resolve the issue. A replacement wireless recharger was requested to be sent out.